Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed eschar build-up in the guiding slots. The device was function tested and found that the thumb button feedback was acceptable as it was able to depress the pressure pad on the membrane switch and exhibited a tactile click; and the pressure pad disengaged when released. The jaw functionality was tested and confirmed to be acceptable as it was able to actuate, lock/unlock multiple times. While the jaws were in the locked position, they were inspected and found to be aligned. The blade trigger was tested and verified to maintain smooth movement and did not stick or derail when activated. The device was then confirmed to pass cut testing as it was able to successfully make three consecutive cuts without any bunching; fraying; or making incomplete and/or unclean cuts on tyvek material. A continuity test was performed on the device and the device passed testing as no open or short circuit conditions were identified within the electrical paths. The device was then tested by grasping pork intestine and energizing it for two cycles. The device was recognized by the generator and the default number of power bars were displayed. The instrument was energized while grasping the test medium until the generator signaled the device that sealing/coagulation was complete and then automatically shut off the device. The device was able to complete multiple cycles without displaying any error codes and was able to seal/coagulate/cut as intended. As it was stated that the patient was burned, additional testing was performed. A thermal transfer test was performed and measured. The intent of this test is to measure the heat discharged from the device when activated on tissue at the closed point to the jaw and 2.5mm from the jaw. The results showed the thermal spread test results of the reported device compared to results of om devices. A conclusive root cause could not be determined as the device sealed as intended and thermal transfer test confirmed the device to perform within the om device range. However, it is possible that the device was used with a higher bar setting then needed to reach the desired tissue effect; the device was inadvertently activated on the right labia, or the jaws were placed on the right labia after a sealing cycle. Sss instructions for use states: 'the user must select the appropriate bar setting to achieve the desired tissue effect.' 'Do not activate the ligasure function until the handle has been properly latched. Activating the function before this is done may result in improper sealing and may increase thermal spread to tissue outside surgical site.' 'Contact between an active instrument electrode and any metal object may increase current flow and can result in unintended surgical effects such as an effect at an unintended site or insufficient energy disposition.' 'Unintended contact with the patient may result in burns.' 'Conductive fluids like blood or saline in direct contact with or in close proximity to the instrument mat carry electrical current or heat, which may cause unintended burns to the patient. Before activating the instrument, remove fluid from around the instrument jaws.' 'Before using, inspect all connections to the energy platform and all instruments and accessories. Improper connection may result in arcs, sparks, accessory malfunction, or unintended surgical effects.' 'When instrument is in contact or near other instruments (including cannulas) do not activate the instrument, as localized burns to the patient or physician may occur.' 'Reduced power settings may be required for applications and/or procedures performed on small anatomic structures. The higher current flow and the longer the current is applied, the greater the possibility of unintended thermal damage to tissue, especially during use on small appendages.' 'Only activate the instrument when the active tip is in view and ready to deliver electrosurgical current.' The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the "patient's right labia (was) burned by (a) ligasure impact during (a) laparoscopic assisted vaginal hysterectomy surgery." The labial burns were noted to have had bacitracin ointment applied post procedure.